Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and cold reset was performed alarm. The customer stated that pump lost settings or pump locked up and become unresponsive. Customer stated that insulin pump loses all settings date time and it shows reservoir empty which is not pump cannot be replaced or refurbished. No harm requiring medical intervention was reported. The device will not be returned for analysis.